Event description:
Irdex became aware of an adverse events from literature review involving cases of hyphema,choroidal effusion and persistent mydriasis. A study was conducted in 95 patients to evaluate the safety and effectiveness of double-session micropulse transscleral laser (mp3) as a primary treatment modality for glaucoma. The article mentions that all patients had significant intraocular pressure-lowering compared to baseline and the success was achieved with one treatment in 76.8% patients. No specific followup details or patient information was available in relationship to the patients who experienced the adverse events. The article concludes that micropulse transscleral cyclophotocoagulation is a safe and efficacious treatment for glaucoma. No devices were returned to iridex so engineering failure analysis could not be performed. A definitive root cause for the adverse events could not be determined based on the information provided. The iridex biomedical engineer completed a review of complaint history to identify and review similar events. Based on the results of review, it does not appear that these events are occuring with an increased frequency or severity. Literature reference: early results of micropulse transscleral cyclophotocoagulation for the treatment of glaucoma - pubmed." Pubmed, https://pubmed.ncbi.nlm.nih.gov/30938190/.